Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -08.00/+1.0/083 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patient's right eye (od). There was no patient injury. Another same model/length lens was implanted on (B)(6) 2020 and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).